Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one month post implant. Surgical intervention was performed and difficulty was encountered while trying to exercise the helix mechanism. The lead was capped and replaced without incident. Besides intervention, no adverse patient effects were reported.